Manufacturer narrative:
The customer reported running high-sensitivity troponin I (tnih) in triplicate, observing a tnih falsely elevated result on the advia centaur xpt analyzer, and not reporting the result to the physician(s). The customer used an alternate advia centaur xpt analyzer to perform repeat testing, ran the same sample in triplicate, and noted that the repeat results were consistent and considered correct. The customer informed siemens that there were no abnormalities with quality control (qc). Siemens dispatched a cse (customer service engineer) to the customer site and recommended services, including a precision run with neg qc or negative patient pool and running background tests (wetwater, wetwash1, and dry). The cse completed services, which included uv cleaning, performing maintenance and tests on the luminometer, verifying the dispense and aspiration of liquid, providing background tests, and precision run data for investigation. Siemens identified outliers with the dry, wetwater, and during the precision run, and recommended decontaminating the analyzer acid/base. The cse performed the additional services and verified the analyzer was operating as specified. Siemens is investigating the event.

Event description:
The customer reported running high-sensitivity troponin I (tnih) in triplicate, observing a tnih falsely elevated result on the advia centaur xpt analyzer, and not reporting the result to the physician(s). The customer used an alternate advia centaur xpt analyzer to perform repeat testing, ran the same sample in triplicate, and noted that the repeat results were consistent and considered correct. There is no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Initial MDR 2432235-2025-00100 was filed on 31-mar-2025. Additional information (15-apr-2025): siemens reviewed the services performed and concluded that testing performed post-services, with pooled serum and qc (quality control), showed acceptable reproducibility. Return of the sample or further investigation is not warranted because the discordant result was not reproducible. The cause of the falsely elevated high-sensitivity troponin I (tnih) result on one patient sample is unknown. The advia centaur xpt analyzer is operating as specified, and no further evaluation is required. Siemens updated sections h4 to include the device manufacture date and h6 to include new codes that reflect the investigation conclusion.